Manufacturer narrative:
The reported event of the device in backup mode was confirmed. The device was received with normal telemetry communication and output was in backup mode. Device analysis was performed and its indicated that the single-event upset occurred which is a form of external interaction, consistent with the reported backup condition. Electrical and mechanical tests were performed, including cold temperature soaking and output verification which did not identify any functional issues. No anomalies were seen.

Event description:
It was reported that during the device preparation, before the implant procedure, the pacemaker was found to be in backup vvi mode. The pacemaker was not used and the procedure was completed with the new device. There were no patients involved.